Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument. Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis investigations. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the prograsp forceps instrument broke. The protective arm cover separated from instrument tip inside of patient. The instrument unable to be removed from patient through robotic port requiring removal of both cannula and prograsp forceps instrument. A new cannula was inserted, and a new prograsp forceps instrument was used for the remaining duration of the procedure. There was no foreign object retained within the patient post-procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed there is no further information they can provide regarding the incident. On 12-mar-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4). Stating: intuitive surgical da vinci xi prograsp instrument broke; protective arm cover separated from instrument tip inside of patient. Instrument unable to be removed from patient through robotic port requiring removal of both port and prograsp instrument. New port inserted and new prograsp used for the remaining duration of the procedure. No foreign object was retained within the patient post-procedure.